Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis caused by high blood glucose levels. The customer had also been experiencing low battery notifications and excessive no delivery alarms. The customer's blood glucose was 978 mg/dl. The customer stated that she had been receiving motor error alarms prior to the hospitalization. The customer was treated with IV fluids and insulin until ketones and blood glucose levels were normal. The customer stated that she would call back if she received any alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.